Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (20 mg at 15 mg) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having a lack of pain control and a dye study was performed. The dye study showed drug leakage. It was noted the issue was during normal use but the patient did report a car accident. The spinal segment was removed as it wasn't intrathecal and was disconnected from the pump segment. The pump segment was tested and produced a working path, so a new spinal segment only was added. It was noted the issue was resolved. The patient's weight was (B)(6) kg.